Manufacturer narrative:
Instrument data including precision testing, system maintenance, and history of system alarms were requested but not provided by the customer. The provided calibration data showed many failed calibrations. Based on the available data, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
(B)(6).

Event description:
The initial reporter received questionable hba1c iii tina-quant hemoglobin a1c iii results for three patients from a cobas 6000 c (501) module. The initial results were reported outside the laboratory. The customer performed repeat testing on another analyzer, cobas c513 module, for confirmation. Patient 2 is a (B)(6) year old female with a date of birth of (B)(6). Patient 3 is a (B)(6) year old male with a date of birth of (B)(6). Hba1c reagent lot number was 386256.